Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a major infection. No further information was provided.

Event description:
It was later reported that the patient experienced stomach pain and blood from the "wound driveline". The patient received intravenous antibiotics for four weeks and was switched to a different antibiotics due to a headache. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. Bleeding, local infection, and driveline or pump pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿controlling infection¿ and ¿anticoagulation¿, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.